Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). (B)(4). Concomitant product: 4470 implantable pacing lead (B)(6) 2008.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited rapid battery drainage resulting in shorter than expected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.